Event description:
The pt reported she received a low battery message for her ipg on her pt programmer. The pt was able to clear the flag.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.